Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, quality control data, and trends. One device returned for investigation. Returned packaging confirms lot number 8783727. The balloon was returned filled with blood and liquid. The leak test determined the device leaks between the catheter and the silicone hub. A review of the device history records, including the sub-assembly record revealed there are no non-conformances on lot 8783727. Complaint history records were reviewed and found no other complaints associated with this production lot. The device was returned for evaluation. A functional test was performed using water and a syringe, determining that a leak was present between the catheter and the silicone hub. The investigation found there were no other complaints related to this production lot number. The complaint was confirmed based on evaluation of the returned device. The cause of the event is unknown. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a j-sosr-100500 was used to stop postpartum uterine bleeding as the patient was losing blood after delivery (caesarean section). The physician sutured the uterus incision and placed the balloon into the uterine cavity through the vagina with sponge forceps, then injected with 400ml saline. After half an hour later, the physician found that there was a lot of bloodstain on the bedsheet and the drainage pack blood backflow. The physician drew the saline out from the balloon, removed it and found the joint between balloon and tube was leaking. Then the physician changed to another new device and injected 400ml saline and the patient had successful hemostasis. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.